Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that wearing the aligners have caused pain and moved their teeth to a position where their molars do not line up. The patient was examined by their dentist who recommended patient stop aligner treatment and referred them to an orthodontist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.